Manufacturer narrative:
Sensor 3mh001xraem has been returned and investigated. Visual inspection performed on the sensor and no issues were observed. Visual inspection performed on the returned applicator and no issues were observed. The sensor plug was not returned. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release.

Event description:
Customer reported the freestyle libre 2 sensor did not apply due to the inserter not firing, and she was therefore unable to monitor glucose levels. Customer experienced a loss of consciousness and was incapable of self-treating, so customer received "cola" as treatment from her neighbor. No further treatment was reported. There was no report of death or permanent injury associated with this event.